Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing auto-reducing and is no longer receiving stimulation. An sjm representative met with the pt to troubleshoot the issue. Lead diagnostics showed invalid impedance values. Reprogramming did not provide resolution x-rays were taken and revealed lead migration.